Event description:
It was reported that on multiple occasions, a homecare pt experienced problems with the seal and fit of the inner to outer cannulae on two, size 6 dcfn, disposable cannula cuffless fenestrated tracheostomy tubes and four, size 6 dic, disposable inner cannula disposable inner cannulae. The devices were in use less than twenty-four hrs when the reported problems occurred. There was one pt involved with no reported pt compromise. Two 6 dcfn devices and two 6 dic devices were returned on 10/15/97 for decontamination, analysis and investigation.